Event description:
On (B)(6) 2013, it was reported that the patient passed away. The cause of death was a cervical fracture. Attempts have been made for additional information; however, they have been unsuccessful. Per the obituary, the patient passed away on (B)(6) 2013. Follow up with the funeral home found that the patient was buried with the vns device; therefore the device will not be returned. No additional information has been received.